Manufacturer narrative:
No product was returned for this complaint. An extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On (B)(6) 2019 at 09:30 p.m., customer received a reading of 340 mg/dl (trend arrow - vertically upwards) and was treated with 14 units of rapid insulin based on the sensor result. On (B)(6) 2019 at 2:50 a.m., customer was found to have lost consciousness and her daughter tried to scan the blood glucose and reportedly received a message "glucose not found" on the sensor. Customer was treated with 4 sugar cubes after which she regained consciousness. A reading of 70 mg/dl was obtained on the sensor. An hour later the blood glucose started to decrease again (trend arrow - vertically downwards) and was treated with 2 sugar cubes. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On (B)(6) 2019 at 09:30 p.m., customer received a reading of 340 mg/dl (trend arrow - vertically upwards) and was treated with 14 units of rapid insulin based on the sensor result. On (B)(6) 2019 at 2:50 a.m., customer was found to have lost consciousness and her daughter tried to scan the blood glucose and reportedly received a message "glucose not found" on the sensor. Customer was treated with 4 sugar cubes after which she regained consciousness. A reading of 70 mg/dl was obtained on the sensor. An hour later the blood glucose started to decrease again (trend arrow - vertically downwards) and was treated with 2 sugar cubes. There was no report of death or permanent impairment associated with this event.